Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 12:323:1103:0022 was confirmed and reproduced during product evaluation. The assignable cause was a missing ic d.u.a.r.t, which is part of the user interface module printed circuit board message relay. The ic d.u.a.r.t was replaced to correct the reported condition. Additional information: the user interface module software version is 5.04.00.

Event description:
The facility representative reported a colleague infusion pump with a 12:323:1103:0022 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. The user interface module software version is unknown at this time. No additional information is available.